Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the universal serial bus (usb) and the line interface printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during service of the device, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event.